Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose over 600 mg/dl. Customer¿s current blood glucose is 568 mg/dl. The customer did experienced the symptoms such as thirst. Customer reports they feel okay to troubleshooting and customer stated they had syringes. The customer treated with the insulin pump. Drive support cap appears normal. The customer also states they had issues with occlusions with the infusion sets. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was advised to rewind the insulin pump and leak was found at quick release. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.